Manufacturer narrative:
Final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
It was reported that the merlin transmitter cord tore into two pieces after lightening. The device was replaced. No further information is available.